Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, this was a product design complaint. The new design of the inner cannula (which has little nobs at the end). When placed a finger over the opening to finger occlude, the air still escapes from between the inner cannula and the outer cannula. Therefore, it was unable to occlude adequately enough to produce a good speech. This was also a technique used during tracheostomy rounds to determine if there was adequate airflow around the trach, which can no longer be performed properly with the actual design of the new inner cannulas.